Event description:
It was reported that the customer experienced high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 432 mg/dl which was treated with bolus. During troubleshooting for no delivery alarm, the infusion set had a bent cannula when removed. It was unknown whether the auto mode feature was active or not at the time of incident. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.